Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that due to rising threshold values, the patient with this right ventricular lead was scheduled for a revision. During the procedure, the physician reported that thirty rotational turns was insufficient at helix extension/retraction and the lead was ultimately removed and replaced. The lead is expected to be returned for analysis and another lead of same model type was implanted without complications.

Manufacturer narrative:
A partial lead segment was returned to boston scientific¿s post market quality assurance laboratory, noting extensive product damage. The length of the returned lead segment was 52 cm: the returned segment did included the helix tip, which was observed stretched and deformed. Laboratory testing on the returned segment confirmed no internal coil fractures; however x-ray images did note the inner coil was stretched. Analysis was unable to conclusively determine the root cause of the reported rising thresholds observed while implanted nor, the helix extension/retraction problems observed during the attempted lead revision.